Event description:
A malfunction with code malf 12 was reported. There was no reported impact to the customer¿s blood glucose level. The customer reset the pump with assistance from technical support, and no recurrence of the malfunction was observed. The customer was advised to continue using the pump and to contact technical support if the malfunction code recurs.